Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas repeatedly displayed a restart alert and, after each restart, returned to the same alert state, preventing meal announcements, menu access, and entry of a new dexcom g7 sensor, consistent with a device malfunction of the pump user interface or control logic. Symptoms included no reported clinical effects. Outcomes included no impact on health status, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and education, verification of device details, and arrangement of a replacement device with instructions for data sync, return, and re-setup. Investigation of this device revealed a persistent restart alarm and failure to progress to normal operation, consistent with a malfunction of the pump assembly or embedded software that prevented user interaction. It was concluded that the cause was inconclusive due to insufficient evidence to determine a definitive root cause.